Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance records in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, excessive smoke was noticed while the vaso view hemopro was in the pt's leg. There was no flame and the device stopped coagulating. The device was removed and a replacement device was used to complete the procedure. The hosp did not report any pt effects.